Event description:
The report rec'd from the affiliate indicated that during an interventional procedure that a cypher 2.5 x 23 mm stent was implanted successfully in the obtuse marginal (om) target lesion by direct stenting although resistance was felt between the stent delivery sys (sds) and the rebirth aspiration catheter that was used for support. The physician then attempted to implant another cypher 2.5 x 23 mm stent to the distal circumflex target lesion using the rebirth aspiration catheter for support. Resistance/friction was again noted and the aspiration catheter kinked. The physician then attempted to withdraw the sds, but it became caught at the tip of the aspiration catheter. Both systems were removed as one unit. The physician speculated that the lumen of the rebirth catheter was compressed. The physician examined the cypher stent after removal and noted that the stent was misaligned on the sds balloon. A different cypher stent was implanted successfully and the procedure was completed. There was no reported pt injury. The sales reps comment was that the sds was examined and that the stent was not misaligned, but was shorter than usual. It appeared that the stent was 18 mm instead of 23 mm. The stent was mounted at the middle of the marker bands on the balloon. There were five (5) cells on the stent.

Manufacturer narrative:
Please note that device is distributed outside the united states; however, it is similar to the united states product. The prod is available for evaluation and testing. However, the prod has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.